Manufacturer narrative:
(B)(4). Additional narrative/information: per the customer the device will not be sent to baxter for evaluation; therefore, the reported condition of "tubing fell off" could not be confirmed. In addition, the customer did not know the lot number, therefore a batch review could not be conducted as well. Should the device and/or any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Additional narrative: baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
It was reported to baxter that the tubing of one (1) ce intermate sv100 device "fell off" after filling the device with sodium chloride. There is no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Additional narrative: per the customer, the device is available for evaluation by baxter. Attempts have been made to contact the customer to retrieve the sample and obtain any additional information. Baxter will continue to attempt to contact the customer for this information. A follow-up report will be submitted upon completion of the evaluation and/or should any additional information become available.